Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have received failed battery test when changing the battery. The customer states the battery cap is damaged. The customer's blood glucose level was 97mg/dl. The customer states they had a hard time getting the pump to power on. The customer was advised that replacement battery cap would be sent out.